Event description:
Staple fired 3 staples that appeared deformed; at 4th attempt stapler misfired. Please look at possible defects in manufacturing. Type case: unknown clinician; contact: (B)(6). Dates of use: (B)(6) 2014. Diagnosis or reason for use: clinical procedure.